Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing a dinner meal on the first day of ilet use, with glucose rising above 400 mg/dl; the device showed approximately 8 units of insulin on board while the caregiver reported that about 20 units would typically be used for this meal. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention, with glucose later trending down to 329 mg/dl. Investigation included troubleshooting and user education regarding device learning of insulin needs. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the event was non-serious with no clinical sequelae, and that additional monitoring was advised.